Manufacturer narrative:
One instrument was received in good visual condition and loaded with a cartridge that was noted to have a wedge band bypass, right side 5/10 patially fired, left side 4/10 partially fired; no other anomalies were noted. When tested for functionality with test cartridge, the instrument fired conforming. Cartridge batch y5ee9g.

Event description:
During a gastric bypass procedure, the instrument couldn't be fired. No patient consequence.